Event description:
Info received indicates the bed alarm works, but it will not send a nurse call.

Manufacturer narrative:
The tech replaced the power control board and sidecom cable to repair the bed.